Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead was undergoing a procedure. A review of the device noted that noise from cautery had been oversensed and led to pacing inhibition of an unknown duration for the patient. There were no adverse patient effects reported. The system remains in service.